Event description:
Left femoral arterial line placement in ER. After the catheter was placed over guidewire, the guidewire sheared and could not be removed without removal of the catheter. This was accomplished and the entire wire was retrieved, but there was unraveling of the wire with concern that a piece of it could break off. That did not happen. There was arterial bleeding from the site that required fifteen minutes of direct pressure to control.